Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The transseptal puncture took multiple attempts until successfully across to the left atrium. No effusion check was performed as the case was moving quickly. The was exchanged and a pigtail catheter was used to engage the laa. The 24mm device was prepped, the pigtail catheter was removed and the device was deployed. No recaptures were required. Release criteria was met and the device was released. Two minutes post release, the pericardial space was assessed and an effusion was noted. Five minutes later cardiac tamponade developed. A pericardiocentesis was performed and 200 cc's was drained. No additional information is known at this time.